Manufacturer narrative:
The instrument accessory was returned to intuitive surgical, inc, (isi) and evaluated. Upon visual inspection, the tip cover was returned with no mechanical tears or holes throughout the entire body surface. No localized melting was observed as well. The tip cover was returned by itself without the associated monopolar curved scissors (mcs) instrument. An accessory fit function test was further conducted with an in-house mcs instrument. Using a tip cover installation tool, the returned tip cover was installed properly on an in-house mcs instrument. No slippage or resistance was exhibited during the installation. The in-house mcs instrument was tested and driven on an in-house system with the attached tip cover. No issues occurred. The tip cover remained installed on the instrument. Upon further microscopic inspection, a small amount of material from the mouth opening of the tip cover was missing.

Event description:
On (B)(6) 2013, intuitive surgical, inc. (Isi) received FDA voluntary report (B)(4) with the following event description: tip cover accessory became dislodged from instrument during use. Cover is non-radioopaque. The surgeon was unable to locate the tip cover using standard x-ray. CT scan confirmed location of the tip cover. A second surgery performed to retrieve the tip cover.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post failure analysis evaluation) or if additional information is received. On (B)(6) 2013, isi contacted the site and obtained additional information regarding the reported event. The site was unable to provide the part and lot of the monopolar curved scissors (mcs) instrument involved with this complaint. The site indicated that the mcs instrument and mcs tip cover accessory were inspected prior to the procedure. No lubricant was applied to the instrument. The site did not know exactly when the mcs tip cover accessory became dislodged during the case. The mcs tip cover accessory was retrieved laparoscopically a little under a week after the da vinci surgical procedure was completed. Upon inspection of the mcs tip cover accessory, no damage was found. No post-operative complications were reported. This complaint is being reported due to the following conclusion: the mcs tip cover accessory fell into the patient during a da vinci surgical procedure and was retrieved laparoscopically a little under a week later. In addition, an x-ray and CT-scan were performed to help search for the mcs tip cover accessory.